Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/29/2016 that on (B)(6) 2016, the patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the transmitter has no voltage. Due to no voltage, the reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.